Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment that the external pulse generator (epg) had a missing control knob. Analysis found the ventricle control knob was broken off. The atrial output connector was broken. The upper case was broken and contaminated. Three (3) control knobs were contaminated. Lower case was contaminated. All six (6) plugs were damaged. The insulator label was contaminated. All four (4) encoder nuts were contaminated. Both output connector nuts were discoloured. The device failed an incoming test. All found defective parts were replaced and all other identified issues were resolved. Device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a missing control knob. The epg was returned for service. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.